Manufacturer narrative:
(B)(4). Analysis of the recharger (s/n (B)(4)) found the device was scrapped due to no parts.

Event description:
A patient implanted for spinal pain reported the recharger wouldn¿t charge and wouldn¿t hold a charge. The green light was on the ac power adaptor and there were no issues with the connector pin. The patient had tried changing outlets which didn¿t resolve the issue. It was noted the plug icon was showing on the recharger screen. As a result the patient was charging their implantable neurostimulator (ins) with the recharger plugged in, but since she started doing this the antenna was burning her back and it was getting too hot. The patient wasn¿t seeing any too hot icons or temperature screens on the recharger; they were just reporting the burning sensation over the ins site.

Manufacturer narrative:
Analysis clarified the reason the recharger was scrapped related to the recharge board.